Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: the received picture confirm the issue as per event description that the flexible shaft broke at quick connect attachment end; the complaint therefore has been determined to be confirmed. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part: 03.037.002, lot: 5l57016, manufacturing site: bettlach, release to warehouse date: aug. 27, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (b)(46 2020, the surgeon was performing the insertion of a proximal femoral nailing system (tfna) and a flexible opening reamer. After pulling the opening reamer out of greater trochanter, it was noticed the flexible shaft broke at quick connect attachment end. There were no fragments generated from the broken device. It was removed easily without additional intervention. There was no surgical delay. Procedure was completed successfully. Patient status was good. This report involves one (1) 16mm cannulated flexible drill bit. This is report 1 of 1 for (B)(4).